Event description:
It was reported that the patient bumped the right side of his head. Later that day, the patient's left arm temporarily started jumping and shaking when he interrogated the deep brain stimulator. This had happened on 3 separate occasions when trying to use the programmer. He also felt tingling, and experienced a 'tight' feeling and had discussed revising the right lead. Additional information received reported that the patient's symptoms included pain. It was unknown if the patient's symptoms could be attributed to the deep brain stimulator system. The device was reprogrammed 5 times. Revision was recommended; the date was yet to be determined. The patient outcome was reported as a non-serious injury/illness. Further information received reported that the patient experienced a shocking or jolting sensation when going through (B) (4) and during therapy impedance testing. The patient felt the shocking sensation on the right side of his body. The patient also noted that his right neck felt tightness. A problem was noted with impedances. Contact 23 was >2000ohms; the rest were within range. The patient was brought into the operating room recently and impedances were tested via an external neurostimulator from lead to extension to the implantable neurostimulator (ins), and all contacts tested within range. Reference MFR report #3004209178-2009-09561.

Manufacturer narrative:
(B) (4).